Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). One used 2280-0000 sample from an unknown lot number was received for investigation. The syringe adaptor and the upper pumping segment component were the only components received. The remainder of the set is presumed to have been discarded by the customer. The sample had snapped at the upper pumping segment component which confirmed the customer's feedback. Examination of the component showed that there were stress marks to the one side suggesting that the breakage may have occurred due to a side-ways force being applied to the component. Root cause of the breakage was undetermined.

Event description:
The user reported that the product broke at the hub blue connector during use. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.